Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer were hospitalized due to high blood glucose on an unknown date. The customer's blood glucose level was 122 mg/dl at the time of incident and 2440 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer had symptoms as nausea, vomiting. Customer was treated with intravenous insulin drip. The insulin pump will be returned for analysis.